Manufacturer narrative:
Abbott nutritional standard procedure includes attempting to obtain all required information from the source. The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.

Event description:
Complainant reports gastrostomy tube burst three days after insertion.